Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle hub was found broken during use the following evening after placing it. The following information was provided by the initial reporter, translated from chinese to english: "replaced sti for patient on (B)(6) 2019 around 7 p.m. On (B)(6) 2019, it's noticed that needle hub broken, no obvious bleeding ".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7327622. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle hub was found broken during use the following evening after placing it. The following information was provided by the initial reporter, translated from (B)(6) to english: "replaced sti for patient on (B)(6) 2019 around 7 p.m. On (B)(6) 2019, it's noticed that needle hub broken, no obvious bleeding ".